Event description:
The customer reported approximately one half milliliter of fluid dripped on the counter below the probe area involving the coulter act diff 12 analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not generated at the time of the fluid leak. There was no patient impact associated with this event. The customer has an exposure control plan at the facility. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the pneumatic manifold and inspected the vacuum system. The fse replaced pinch valves lv10 and lv11 to rule out failure from the traverse pathway. The fse returned to the facility the following day and replaced pinch valve lv12 to ensure all the pinch valves associated with the startup pathway were replaced. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4). This medwatch report is related to MDR 1061932-2013-01299.